Event description:
It was reported that during a size 9 box was opened and it contained a size 11 stem. A replacement was requested. The size 11 stem was implanted and sat 1cm proud to the calcar. Over 30 min. Surgery delay.